Manufacturer narrative:
Based on the reported event, it is likely that the cause of the failure mode was material fatigue and wear, leading to the progressive degradation of the devices distal blade. The instrument has been subjected to repeated high loading during use since its release which has likely contributed to cumulative stress at the distal tip of the instrument, eventually resulting in the observed fracture. The device also features rust propagation indicating the instrument was likely left wet following sterilization for an extended duration which likely contributed to the compromise of the distal tip. Complainant reported no patient impact, however, it is reasonable to assume medical or surgical intervention was required to remove the fractured components from the body cavity. Therefore, this MDR is being submitted out of an abundance of caution.

Event description:
It was stated that, "they were cutting a rod in situ, and a sliver of the cutting edge came apart."